Event description:
My philips dreamstation 2 CPAP (continuous positive airway pressure) machine made loud popping sounds (five or more times) when I turned it on to use it for the night. Also, the disposable filter has been black the last two times I removed it to put a new disposable filter in the machine. I change the disposable filter every two weeks, so the dates would have been (B)(6) 2023 and two weeks before then. I still have the machine and the black disposable filter but I am afraid to use it any more.